Event description:
Pt expired during cardiac pacemaker implantation procedure. Explant date form states "poor threshold-unable to explant." It is believed that the poor threshold was due to inadequate cardiac output, not device performance.